Manufacturer narrative:
(B)(4). Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify unexpected battery power loss, failed battery test, insulin pump error perform displacement test, self test, and current measurements due to display anomaly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received failed battery and software error detected errors. The customer blood glucose level was 11.7 mmol/l. Customer was able to clear the alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring was neither damaged nor corroded. Fill cannula was recorded in daily history. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.